Manufacturer narrative:
Investigation pending.

Event description:
Nurse alleged discrepant low inratio inr result in comparison to the laboratory inr result. On (B)(6) 2014, the patient tested on the inratio and received an inr of 1.6. The patient's therapeutic range was unknown. On (B)(6) 2014, the patient fell and was hospitalized with a "brain bleed." On (B)(6) 2014, the laboratory inr was 5.2. Information received on (B)(6) 2014, reports that the patient's prognosis was fair and that the patient was not on any anticoagulant. Though requested, there was no additional information provided.